Manufacturer narrative:
(B)(4). Carefusion technical support informed the customer that the reported event is most likely caused by a defective user interface module.

Event description:
The customer reported a screen in the user interface module (uim) that flickers, and goes on and off. The unit was not on a patient at the time of the event.